Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during their pd treatment. The patient reported also receiving an unknown alarm during treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient completed treatment with manuals. The cassette used was available to be returned to the manufacturer for physical evaluation. There was no report of patient harm, an adverse event or medical intervention. Additional information has been requested, however has not been received.